Event description:
It was reported that during a da vinci si myomectomy procedure, a cable on the tenaculum forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the instrument's wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.